Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication is unknown. Isi has attempted to contact the site to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted prostatectomy procedure, uncontrolled bleeding occurred and as a result, the procedure was converted to open. The cause and severity of the bleeding is unknown. It is also unknown what medical intervention was administered due to the bleeding.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, uncontrolled bleeding occurred. Since the bleeding could not be stopped, the procedure was converted to open surgery. No blood transfusions were administered. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information from the site. However, no further details have been received as of the date of this report.